Event description:
It was reported to medtronic neurosurgery that the edm catheter had moved 12 cm into the brain.

Manufacturer narrative:
The device has not been returned to the MFR. A review of the mfg records was not possible as no lot number was provided.